Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After working with the instrument for some time, the instrument stopped working and an unknown error message was shown (unknown because the nurse don't remember the exact massage displayed) the or staff tried to restart the generator and disconnect the instrument. The error remained. Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes. Estimated delay less than 5 min. No harm to the patient was reported.

Manufacturer narrative:
Investigation: used test and analysis equipment: (B)(6) digital camera. First we made a visible inspection of the jaw. Except the blood soiling an the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification which was valid during the time of production. One probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue. This damage was created by a incorrect handling during cleaning the electrodes. A damage during rf-generator failures can be excluded. Because there is a suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system and are working on a solution. CAPA (B)(4) was started.